Event description:
According to a hill-rom technical service representative, side rail would not go up. Latch for rail staying in the open position. He was able to free up latch so it will enable rail to stay in up position. Tested rail working properly.